Manufacturer narrative:
(B)(4): the customer reported that intermittently the device says "no battery" and that while sitting and charging it comes up with a red cross and it beeps. Removing the battery and putting it back on fixes it. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported power supply failure. There was no report of patient involvement.